Event description:
Customer reported that he changed the battery and the insulin pump alarmed battery out limit and then failed battery test. Customer has changed the battery several times and believes the device needs to be replaced. Customer declined to troubleshoot. Blood glucose value is 143 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.